Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). Rep reported that the patient had severe pain following the trial leads being placed. Due to this, the leads were explanted and discarded. Additional information was received from the manufacturer representative (rep). Rep provided patient information. Rep reported that to resolve the issue, the leads were explanted. The information has been confirmed with the physician.

Manufacturer narrative:
B3: event date is unknown continuation of d10: product ID 977d260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device. Product ID 977d260, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977d260, serial/lot #: (B)(6), ubd: 02-dec-2028, UDI#: (B)(4); product ID: 977d260, serial/lot #: (B)(6), ubd: 11-oct-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.